Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chrono flex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the power port slim implantable port, chrono flex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim low-profile implantable port attached to a catheter in two segments were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted at the distal end of the attached catheter. The distal catheter segment returned measured approximately 46.8cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in both regions. Residues were noted throughout. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, medical device expiration date), g3, h6 (method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using ti powerport low profile. During the procedure, the catheter was allegedly found ruptured while it was placed in the upper arm. Reportedly, the components of the device were removed from the body by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using ti powerport low profile. During the procedure, the catheter was allegedly found ruptured while it was placed in the upper arm. Reportedly, components of the device were removed from the body by interventional radiology.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using ti powerport low profile. During the procedure, the catheter was allegedly found ruptured while it was placed in the upper arm. Reportedly, components of the device were removed from the body by interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chrono flex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the power port slim implantable port, chrono flex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port slim low-profile implantable port attached to a catheter in two segments were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted at the distal end of the attached catheter. The distal catheter segment returned measured approximately 46.8cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in both regions. Residues were noted throughout. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.